Event description:
Synovitis [synovitis]. Right knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2013 from a physician database extraction regarding a (B)(6) female patient, initials unknown with osteoarthritis (k and l grade 2 with prior moderate effusion). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The patient's medical history was not provided. On an unspecified date, the patient initiated treatment with first intra-articular synvisc (hylan g-f 20) injection of the first course in right knee (dosage regimen not provided). The lot number for synvisc was not provided. On an unspecified date, the patient received the second synvisc injection. In (B)(6) 2004, the patient received the third synvisc injection. On an unspecified date, right knee effusion developed and 47 cc and 60 cc of slight turbid yellow fluid was aspirated from the right knee. On an unspecified date in (B)(6) 2004, the patient developed synovitis in right knee. The patient was treated with betamethasone and xylocaine for the events of synovitis in right knee and right knee effusion. The action taken with synvisc was not provided. The outcome for the events of right knee effusion and synovitis in right knee was not provided. Concomitant medications were not provided. The intensity for both the events was moderate. The reporting physician assessed the relationship between synvisc and the event of synovitis in right knee as definitely related and did not provide the relationship with the event of right knee effusion. Follow-up information was received on (B)(6) 2013 and the patient initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.